Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty cycler and fmc cassette and the reported adverse event(s) of abdominal pain and peritonitis, there is no documentation or evidence indicating a causal relationship between the liberty cycler and/or fmc cassette, and the adverse event(s) of abdominal pain and peritonitis. Additionally, there is no allegation or that any fresenius device(s) caused or contributed to the adverse event(s). There is however a possible association between the reported event(s) and a breach in aseptic technique during pd therapy given the organism cultured was staphylococcus epidermidis and a ceiling fan was in use during part of pd therapy as reported by the pdrn on (B)(6) 2017.

Event description:
It was reported by a peritoneal dialysis nurse that the patient experienced staph epidermis in the effluent on (B)(6) 2017.

Manufacturer narrative:
Corrective data: updated, product added, consumer selected. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
It was reported by a peritoneal dialysis nurse that the patient experienced staph epidermis in the effluent on (B)(6) 2017. The patient was treated with vancomyacin. The patient used opthalmic drops daily to exit site since catheter insertion (B)(6) 2016. The cause of the infection was undetermined.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
It was reported by a peritoneal dialysis nurse that the patient experienced staph epidermis in the effluent on (B)(6) 2017.